Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump stopping and not working after changing the battery twice, with a blank display and a small crack on the screen and battery tube side. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed and included checking the battery cap, battery compartment, and spring, cleaning contacts, and attempting a pump restart, but the display did not return; the customer was advised that the insulin pump will be replaced, to discontinue use and revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880l was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with blank display. Unable to perform the sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube had shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Multiple failed batt test alarm found in the history files or traces on (B)(6) 2025 00:04:12.000, (B)(6) 2025 00:05:12.000, (B)(6) 2025 00:08:12.000. Pump not found battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked lcd window, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), missing display window cover, label damage. Blank display due to misaligned battery tube and cracked lcd window, cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.